Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for a device implant. During the procedure, the left ventricular lead could not be inserted after the guidewire was inside the cross section. The lead was not used and replaced. The patient was stable throughout the procedure.